Event description:
In 2009, the lay user/pt contacted lifescan (lfs), alleging that his one touch ultralink meter was reading inaccurately high compared to his feelings and/or past readings. The medical surveillance specialist (mss) spoke with the pt on july 29, 2009, and obtained the following info. The pt reported that the alleged inaccuracy began approximately 1 week prior to contacting lfs. On an unspecified date/time the same month, the pt claimed he obtained a blood glucose reading in the "300 mg/dl" range with the subject meter. In response to the result, the pt stated he then took either 4.5 or 5 units of novolog insulin. Within 2 hours of administering the insulin, the pt reported he began to feel shaky and sweaty. At the onset of symptoms, he tested with the subject meter, obtained a reading in the "70 mg/dl" range and then immediately treated self with food and/or drink. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.